Event description:
Potassium was infusing when red alarm noted. Pump reading stated communication error on the screen. Pump shut off. No pt injury. Pump changed, equipment delivered to clinical technology. Dose or amount: potassium chloride 10 meq; frequency: infuse over 1 hour; route: IV. Diagnosis or reason for use: acute gi bleed.